Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were high ventricular rate (hvr) episodes noted due to noise on the right ventricular (rv) channel. The noise was not reproducible via lead provocative testing or pocket manipulation. The patient will continue to be monitored and suffered no adverse consequences.